Event description:
It was reported that the atrial lead had increased thresholds. The atrial lead was removed and replaced. It was also reported that the right ventricular lead had sensing difficulty, oversensing , and an increase in lead impedance. The right ventricular lead was removed and replaced. The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed that there was a ram chip memory error. It was noted that this was a critical ram parity error por on (B)(4) 2012.